Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.